Event description:
It was reported that these inflatable penile prosthesis (ipp) cylinders migrated and crossed over each other, necessitating surgical intervention. The entire ipp was removed and replaced with a tactra malleable penile prosthesis. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.